Event description:
A customer contacted baxter's technical service center regarding an alarm on the home choice (hc) machine. To resolve the alarm, the home patient (hp) connected another solution bag to the heater line. The technical service representative (tsr) explained the alarm. The hp/cg wanted to continue therapy. The tsr explained how to clear the alarm and bypass back to the fill cycle. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).this complaint is for a report of a use error - reuse of single-use product, where the care giver connected another bag to the heater line. This complaint is confirmed because replacing disconnected solution bags is a use error that can cause contamination. The cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Multiple unsuccessful attempts have been made to contact the hp. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.